Manufacturer narrative:
Pump error a broken force sensor was detected during seating or regular delivery alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Also pump received with moisture damage on the motor, vibrator, keypad flex tail and battery tube assembly. Pump received with scratched case, pillowing keypad overlay, cracked retainer, end cap address label fading, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.